Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 17 of the patient's mouth. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.